Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found both latch tabs were broken off of power cord bay door. The rear display cover appeared to have been splattered/stained with some sort of chemical. The programmer booted up to a system error; xy pcb (printed circuit board) assembly found out of electrical specification. ECG (electrocardiogram) connector found loose on the lem (link electronic module) pcb assembly. Feet on lower case were found damaged. Lcd (liquid crystal display) was missing pixels on right side. Concomitant medical products: product ID 229047 analyzer. (B)(4).

Event description:
It was reported the back needs repair, upper case needs to be changed, and software update needed. The programmer was returned to the manufacturer for repair and software update, analyzed and tested out of specification. No patient complications were reported as a result of this event.